Event description:
It was reported that patient underwent an initial elbow arthroplasty approximately one year ago. Subsequently, surgeon has recommended a revision procedure be performed due to ulna loosening. There has been no reported revision procedure and no further information has been provided to date.

Event description:
It was reported that patient underwent an initial elbow arthroplasty on (B)(6) 2011. Subsequently, surgeon has recommended a revision procedure be performed due to ulna loosening. There has been no reported revision procedure and no further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay the initial procedure date, which was unknown at the time of the initial medwatch.